Manufacturer narrative:
(B)(4). Batch # unknown. Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused, or contributed to the event. The lot/batch/serial number was not provided, therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: no device to return. Could you please provide the product code and batch/lot number for this complaint's device? Unfortunately, I don¿t have it. The customer put it aside for me to collect, and it seems someone has thrown the device away. Did the device deliver any staples? Yes. If yes, were the staples formed properly? Staplers were fine. If yes, was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Was there any difficulty opening the device? Yes, blade got stuck midway on 4th stroke (returning) if yes, how was the device removed from the patient? The blade was back far enough to remove. If yes, did the jaws eventually open? No, was completely jammed, tried to reverse the blade and reopen but couldn¿t. Had to open new device to complete resection.

Event description:
It was reported that during an unknown procedure the knife blade got jammed on the echelon endocutter. There were no adverse events for the patient.

Manufacturer narrative:
(B)(4). Date sent: 1/4/2021.